Event description:
It was reported that the patient was going to get an MRI that was unrelated to the patient¿s device therapy. The area to be scanned was the head/brain and c-spine. It was noted that the patient had a loss of therapeutic effect. The patient had als, dementia and speech problems so it was unknown when the implantable neurostimulator (ins) stopped working. Six to eight (6-8) months ago, the patient used to turn it on and off but then began to sit a lot so the initial reporter thought it may have been 3-4 months ago when it stopped working because that was when the patient¿s right leg began to bother him so they thought they had turned the ins back on again, but it didn¿t help the patient¿s symptom. They thought maybe it was a patient programmer (pp) issue but ruled that out when they were able to successfully advance to the home screen, although the initial reporter did not know about confirming if the ins was on or off via the pp screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # j0546626v, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).